Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics assembly. The insulin pump also had moisture damage to the motor, battery tube, vibrator and keypad assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a missing end cap sticker, and a missing address and serial number label. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump was caught in a flood and the label came off. The customer did not recall the blood glucose reading. The insulin pump display went blank immediately after exposure to moisture. The insulin pump also alarmed for a button error. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.